Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of 0 ohms. It was noted that the patient had surgery that day and was very sick. It was discussed that a shock impedance of 0 ohms usually indicated noise or electromagnetic interference (emi). No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was provided which noted no further troubleshooting was performed. The device was checked via the remote monitoring system, and normal shock impedance measurements were noted. No adverse patient effects were reported. The device remains in service.